Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the brake cable pinched between the plate and the top of the bearings, and rebuilt the brake block mechanism to repair the bed.